Manufacturer narrative:
D6b: explant date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Type of additional surgery: revision device was destroyed at the facility.

Manufacturer narrative:
B5: event details updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medical history: stenosis of lumbosacral spine related device: device name: cd horizon solera 4.75 - screw type of additional surgery: revision.

Manufacturer narrative:
B1: clinical study assessment indicates relatedness of patient symptoms and surgical intervention to medtronic device, but no malfunction is reported, hence event is reported as an adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6)) t10 -l4 posterior spinal fixation and fusion procedure in a patient (patient ID: (B)(6)). It was reported that patient had worsening pain in and was re-admitted for evaluation. X ray done on (B)(6) 2025 demonstrated significant disc herniations at t7/8 and 8/9 causing severe stenosis. The decision was made to the extend the fusion to t4 with thoracic discectomy for decompression. Patient was re-hospitalized on (B)(6) 2025 and underwent additional surgery on (B)(6) 2025 to remove implants and fusion was extended due to intervertebral thoracic disc disorder with myelopathy. As per site assessment, event is possibly related to study device and causally related to the procedure. As per sponsor assessment, event is probably related to the index surgery and not related to the device. No device malfunction reported. There was no patient involvement/symptom reported. There were no further complications reported regarding the event.